Event description:
Reportable based on analysis completed on 12april2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad) with 90% stenosis. After pre-dilation, a 2.50x38mm promus element plus was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's condition was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage as two proximal stent struts were bent back distally. The shaft was kinked approximately 135mm distal from the catheters strain relief. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).